Event description:
In the laser system, chiller 2 would not maintain flow rate above 3.4 lpm with chiller in manual and flow rate adjusted to maximum. Filter was inspected and found to be clean. The problem occurred during demonstration of laser. No pt was involved and the laser was not used for treatment.

Manufacturer narrative:
We are waiting for additional information from the distributor.